Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: the keypad cover was found to be torn from the up arrow button to the down arrow button. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the display was dim, faded, and discolored. Additionally, the battery compartment was found to be cracked below the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.